Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lower limb with a de novo lesion located in the mid tibial artery that was mildly tortuous and moderately calcified. A fox sv 2.0 x 120, 90cm balloon ruptured during the first inflation at 12 atmospheres. Another same size fox sv percutaneous transluminal angioplasty balloon was used to successfully complete the procedure. The device was prepped according to the instructions for use. There was no reported resistance during advancement to the lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.